Manufacturer narrative:
The insulin pump was received with minor scratches on the lcd window, broken reservoir tube lip, and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call, the insulin pump wasn't working properly. Customer stated there is a washer missing where the insulin goes into the insulin pump, and the insulin is not staying in the device. The customer didn't recall her blood glucose level. Customer stated there is a crack on the reservoir compartment lip. She is unaware how the damage occurred. The device is missing the rings on the reservoir compartment. Customer was advised to discontinue use of the insulin pump, revert to back up plan, and the device needed to be replaced. Customer agreed to return the device for analysis.